Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2021 wherein a paddle lead and ipg were implanted. Post-operatively, stimulation therapy was restored and the system was able to enter MRI mode.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-01305. It was reported that the patient's system would not enter MRI mode. Troubleshooting was attempted, but was unable to resolve the issue. In turn, surgical intervention was undertaken wherein the entire scs system was explanted. No new products were implanted.